Manufacturer narrative:
The insulin pump was received with the audio tone functioning properly during self test. The insulin pump rewinds properly however; the insulin pump was unable to vibrate due to broken vibrator black wire. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a vibrator anomaly on the insulin pump. The insulin pump was set to vibrate, but instead it alarmed the customer with tones. He also had trouble rewinding the insulin pump and 80 percent of the time he could not hear the insulin pump beeping. His blood glucose level was 130 mg/dl. He was advised to revert to a back up plan. The product was returned. Nothing further to report.